Event description:
Customer reported that an unspecified number of patients presented with infections at unspecified times following anterior cruciate ligament repairs. No further information was provided. It is assumed that the patients were prescribed antibiotics.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.